Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has cosmetic damage. The spring in the battery compartment came out; so there is no connection to the battery. Customer was trying to prime the insulin pump and insulin squirted out and the insulin pump alarmed. The blood glucose reading is 64 mg/dl. Customer treated with food. The drive support cap is protruded. Advised customer the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump received with blank display due to broken off battery tube spring. The insulin pump had protruded drive support disk. Unable to verify alarm due to blank display.